Event description:
Event occurred regarding a tego connector where the reporter reported that, "during the beginning of a dialysis session, and in some cases during the ending of the dialysis session, a leakage (backflow) from the tego valves was observed. They changed the tego valves of the customer with new ones, but the problem persisted. The date of the event was on (B)(6) 2026 until(B)(6) 2026, and from (B)(6) 2026 until (B)(6) 2026. This was identified in five (5) different cases (patients). No easily identifiable cuts or holes or other imperfections were noticed on the product. There was patient involvement but no patient harm.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and (B)(6) 2026 has been used as a placeholder. Investigation summary: received five (5) new. List #d1000, tego¿ connector; lot #14435490. No visual damages or anomalies were observed. The reported complaint of backflow could be confirmed from a lot history review. The returned samples were tested, and backflow could not be replicated. However, a lot history review shows the sample falls under the CAPA-0009146. The probable cause is from uneven application of adhesive during assembly in assembly plant. Lot history review: a lot history review shows the sample falls under CAPA-0009146. Corrective and preventative actions are in process.